Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#62935956; zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#62893291. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03419, 0002648920 - 2020 - 00441, 0002648920 - 2020 - 00442.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent a revision surgery approximately 5 years later due to pain, difficulty ambulating/new prescribed use of assistive device, and suspected femoral component loosening. Intraoperatively, altr, necrosis, trunnionosis, and loose femoral component with no boney ingrowth were encountered. The initial cup was well fixed and remains implanted. The liner, head and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. Per the office notes, the patient was suffering from pain and was using a cane to walk. Altr was observed during the revision procedure, and devitalized tissue was debrided from the joint. There was corrosion at the head-trunnion junction. The femoral stem was loose and had no bony ingrowth. The head, liner, stem, and locking ring were replaced with new zimmer biomet components. No other complications/findings related to the event was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.